Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device could not be interrogated. Battery depletion was suspected. The device was explanted and replaced. Patient condition is ok.